Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly and reseated connections. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character restriction in block e1. E1 additional initial reporter name is (B)(6). E1 additional event site email is (B)(6). Corrected field : e1 ( initial reporter , event site email). Updated field : b4 , g3 , g6 , h2 , h11.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) had autofill failure on startup. There was no patient involved.